Event description:
It was reported that during use, the device exhibited an unspecified alarm. It is unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed a high-pressure alarm occurred continuously during pump operation. Functional testing was performed but the reported issue could not be replicated. The root cause was determined to be a possible defective downstream sensor or cassette product. The downstream sensor was replaced and the upstream sensor re-calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.